Event description:
Customer claims that the sensor is no longer alerting the alarm when the pressure is released. When a new sensor is used with the alarm then it works correctly. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval: results: eval for the returned product shows the sensor rj-11 connection fits slightly loose into the alarm receptacle. The sensor was tested using a posey alarm. The alarm sounds when there is no pressure on the sensor and stops when the pressure is applied to the sensor. (B) (4).